Event description:
Customer reported that the insulin pump alarmed for a motor error. The blood glucose reading was 141 mg/dl. He stated that the insulin pump had never been dropped but may have been bumped due to being in the pocket. He stated that the insulin pump was not exposed to a strong magnetic field or MRI and was not able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a cracked case at display window corners, a severely scratched display window and a missing end cap sticker.